Event description:
The customer reported to olympus, the evis lucera video system center had no image. The reported problem was found during reprocessing after the procedure and the same device was used to complete the operation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found images are not displayed due to a defective converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective converter unit could not be identified. Olympus will continue to monitor field performance for this device.